Event description:
Revised the head and poly liner to a ceramic head and x3 liner. Additional information received from sales rep on (B)(4) 2013 indicated that the only reason for the revision surgery was due to increase cobalt/chrome in the patients' system.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 36 x 10' liner. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.